Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. The noise could not be tested due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of tissue damage and pain are listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. The investigation determined the reported difficulties, patient effects and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified, scarred right common femoral artery was attempted using a proglide device with a 6f sheath after a cerebral angiogram procedure with carotid stenting. Reportedly, a "thug" sound was heard when the proglide needles were pushed in. All deployed well; however, the device was not able to be removed after suture deployment. The proglide was rotated and the footplate lever opened and closed a couple times, yet the device remained stuck. During surgery to remove the intact proglide device, it was noted the anterior wall was damaged. The device was manually broken to remove (device did not separate into two pieces). No portion of the device was left in the body. The patient was given pain medication. Surgical suturing was used to achieve hemostasis. There was a reported clinically significant delay in the procedure and prolonged hospitalization. No additional information was provided.